Event description:
My son gets severe headaches, fatigue, dizziness. He sleeps a lot, he cannot breathe and coughs when masked. He has had to have abscessed teeth pulled. He looks green in the face when he comes home from school. He is required to mask for 9+ hours a day in school. No mask breaks except for lunch, even during outside recess, he is masked. We took him to the doctor and received a medical mask exemption. The school superintendent will not honor it. He is requesting my son's medical records from (B)(6) 2020-now. I will not provide that information to them. It is private. (B)(6). FDA safety report ID#: (B)(4).